Event description:
An hmo cardiac trainee, without pt's knowledge of informed consent, attempted to implant two surgical steel stents into pt's heart. They botched both stent procedures strangling off the blood and oxygen supply to the front and back walls of the left ventricle, the heart's main pumping chamber, rendering pt an invalid. Pt is on intense cardiac drug therapy with chronic chest pain, shortness of breath, and considerable fatigue. Pt is able to walk only 200 feet or so without the assistance of a motorized wheel chair. Prior to this cardiac injury. Pt had been a 10k runner and a 3 mile a day constitutional walker for the past 12 years. The trainee's name was removed from the angiographic report by their instructor and the report itself was falsified to conceal the heart injury. The trainee then placed a discharge profile report into pt's medical records stating that there were no coronary complications. The trainee then ordered cardiac beta-blockers, vasodilators. And other heart medications to mask the symptoms of the catastrophic cardiac injury before discharging them from the hosp. This injury was not reported to the maker or the FDA.